Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 13 mm from the distal end. The broken tip was not returned. There was a scratch on the probe, and the coating of the probe was missing around the scratch. The shape of the fracture surface showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the scratch on the probe occurred and the coating of the probe was missing since the user output the device in seal & cut mode with the probe contacting with metal or surgical instruments. The crack developed from the scratch mark as the starting point when the user output in seal & cut mode or grasped the tissue. The probe was broken off when the user applied loads to the probe. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a whipple procedure, the subject device was used. The probe of the subject device fell off. The procedure was completed with a similar device. There was no patient injury reported.

Event description:
This is a supplemental report to correct information. Olympus medical systems corp. (Omsc) obtained additional information. During a whipple procedure, the subject device was used. The probe of the subject device fell off. No fragment fell off inside the patient. The procedure was completed with a similar device. There was no patient injury reported.